Event description:
This case was reported by a consumer and described the occurrence of slight anemia in a (B)(6) old male pt who received super poligrip extra care with poliseal gel for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip gel (dental). At an unk time after starting super poligrip gel, the pt experienced slight anemia. This was detected during routine blood testing that was performed 2.5 months ago. This case was assessed as medically serious by gsk. Treatment with super poligrip gel was discontinued. The pt switched to super poligrip extra care, zinc free formula on the advice of his physician. At the time of reporting, the event was unresolved. Pt stated that he uses more super poligrip than the directions say and he uses it a couple times a day (drug maladministration). The pt did not specify which formulation(s) he applied twice daily.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for super poligrip extra care containing zinc is known while the lot number for the super poligrip extra care, zinc free formula is unk. It is unk whether the product(s) will be returned for quality assurance testing. (B)(4).